Event description:
Procedure type: gynecological. According to the reporter: the patient was implanted with the device for treatment of urinary incontinence on (B)(6) 2002 in the gynecological department (B)(6). In (B)(6) 2002, patient well-being was content. (B)(6) 2003, revisit due to small bleeding from the vagina. An erosion of the sling was found, and on (B)(6) 2003, a piece was removed. On (B)(6) 2003, erosion in the opposite side of the vagina was found. Surgeon removed as high up as possible, approximately 3 cm and began treatment with flagyl. Postoperative the patient developed recurrent incontinence. In (B)(6) 2003, a letter from (B)(6) hospital states even more erosion and approximately 5 cm more is removed from the sling.

Manufacturer narrative:
(B)(4).